Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Two photos were provided with this report. The first photo confirmed the lot number. The second photo was of the device. The balloon material in the photo does appear to be contaminated and misshapen however it cannot be determined if the balloon is broken or ruptured from the picture. The visible portion of the catheter does not show any damage. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test of the returned device identified a leak from a hole in the catheter at the 86.2 cm location as measured from the distal tip of the device. A visual inspection of the device also found several kinks in the catheter. The kinks were located at the 84.5, 88.4, 89.3, 90.4, 104.3, and 140.5 cm locations as measured from the distal tip of the catheter. The balloon of the device was slightly twisted but a rupture could not be found in the balloon material. No other issues were identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as a leak was identified coming from a hole in the catheter. A definitive cause for the reported observation could not be determined. However, the customer indicated that the device was being used to dilate the duodenal papilla. This is outside the intended use for this device. The instructions for use states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon.". It also states "do not use this device for any purpose other than stated intended use." Additional information provided indicated that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to a leak in the balloon material is failure to apply lubrication to the balloon dilator prior to advancement through the endoscope. The instructions for use states: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to "maintain balloon deflation with negative pressure." Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope, as well as off label use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported that during ercp stone removal procedure, due to large size of stone, user decided to expand the duodenal papilla so that user can remove the stone. User detected the dilation balloon was not inflated as expected and then found out the balloon had broken. User retracted the device from patient. User then broke the stone into several small ones and removed the stones from patient successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.